Manufacturer narrative:
Evaluation found a mainboard defect (measurement socket broken), and a display defect (pixel error). Received without file clip and power supply.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements; no injury resulted.